Manufacturer narrative:
Plant investigation: a sample has not been provided for evaluation. The third party carrier's website was reviewed and it was verified that the fmcna-provided shipping materials were sent to the customer and were subsequently received. In the event a sample is returned for evaluation, the complaint file will be updated. The report could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A review of the production record was performed. The production record review showed there was one approved temporary deviation notice (dn) in the production of this lot. It is unrelated to the reported complaint event. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
An inventory manager reported that there was a dialyzer blood leak. In a follow up, the clinic manager,rn, reported that the dialyzer blood leak occurred 14 minutes into the patient¿s hemodialysis (hd) treatment. The rn said the leak was not visually seen. The leak was reported to be an internal leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were positive. The patient¿s estimated blood loss (ebl) was 200 ml. The patient completed treatment on the same machine with new supplies. There was no patient injury, adverse events, or medical intervention required as a result of this event. The complaint device is available to be returned for evaluation.

Event description:
An inventory manager reported that there was a dialyzer blood leak. In a follow up, the clinic manager,rn, reported that the dialyzer blood leak occurred 14 minutes into the patient¿s hemodialysis (hd) treatment. The rn said the leak was not visually seen. The leak was reported to be an internal leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were positive. The patient¿s estimated blood loss (ebl) was 200 ml. The patient completed treatment on the same machine with new supplies. There was no patient injury, adverse events, or medical intervention required as a result of this event. The complaint device is available to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.